Event description:
Customer reported that a pt that was wheelchair bound was wearing a pmt halo, the cardiac crease on the halo cracked. Causing the vest to break at the crease. A new front piece was ordered and placed on the pt. No serious harm or injury occurred to the pt.

Manufacturer narrative:
As the pt was wheelchair bound, added stress to the front portion of the vest was inevitable. The health professional should have ordered a custom vest to ensure that the fit of the halo vest was appropriate to the situation.